Event description:
This is a case report received by intn'l affiliate on july 27th 2009, involving a male patient connected to a homechoice (hc) machine. The patient was hospitalized for hypercalcemia and peritoneal dialysis (pd) training. He had started pd therapy a week prior. However, although it was indicated that the patient had only been performing therapy for a week prior to the incident, the patient had not indicated any problems with performing therapy prior to the incident. According to the reporting nurse, in 2009, at the 4th cycle of therapy, the session was stopped because the patient was transferred to the intensive care unit for hypothermia at 1900 hrs. In the intensive care unit, the patient's drain volume was approximately 3.9 liters (l). At 2300 hrs, the patient died. Data from the hc is as follows: fill volume 2.3l, 10 cycles, minimum drain volume threshold set at 85%. The patient's treatment includes dianeal pd4 and extraneal. Additional information received on july 31 2009, is as follows: the patient was using tidal peritoneal dialysis mode. In 2009, the patient was hospitalized for iatrogenic hypercalcemia (due to caltrate and vitamin d), with a calcium level of 3.81 mmol/l. In the next day, late in the afternoon, while under dialysis, the patient experienced respiratory deficiency, cardiac fibrillation, cyanosis, and state of shock. The patient's abdomen was distended, which required an immediate peritoneal drainage of 4 liters. An increase of serum lactate level was noticed. The blood calcium lever was 3 mmol/l at 10:16pm. Cardiac resuscitation performed on the patient failed and the patient died. The physician suspected a machine defect or a human error (connection of the machine in the morning with a full peritoneal cavity) in the occurrence of the events. An autopsy was not performed. A death certificate was requested, but not made available to baxter. Information received on july 31 2009, from the nurse is as follows: in 2009, data load time on the therapy card was long, which required a stop and a reboot of the machine. In the next day, a loss in ultrafiltration of 460ml was noticed. According to the nurse, the nurse changed the therapy time from the following day to another one week, and by-passed just before the first fill.

Manufacturer narrative:
Evaluation summary: the actual homechoice (hc) device involved was evaluated. The device was tested to see if proper volume readings were stored in the event log. The device passed volumetric accuracy check with a 0.18% difference (to patient) and a 0.02% difference (from patient). Two heater checks were also performed to verify accurate temperature readings. The device also passed pneumatic tests, confirming no malfunction in the device's pneumatic system. A simulated therapy with a 2 hour dwell time was also performed and no errors or alarms occurred. During this therapy, readings of device's thermocouples were stored in the log. Graphs created of this log, show the temperature was stable during all simulation on all thermocouples. Finally, a few attempts to simulate system error 2265 were carried out. Various scenarios, including similar to that recorded in the patient's therapy event log, along with simulated power failure and switching off of the hc were performed. System error 2265 appeared only when the door assembly was opened (using force). The reported issue of increased intraperitoneal volume was confirmed based on review of the patient's therapy event log. It was identified that the patient/user bypassed the initial drain leaving about 2300ml in the patient's peritoneum. This therapy was interrupted when an additional 2300ml were transferred to the patient. The evaluation did not identify any device malfunction.